Event description:
Ous MDR - artifacts on the rv p/s lead with vf episodes detected. The doctor implanted a new rv lead on (B)(6) 2014 and the old rv lead was capped and remains in situ. No adverse patient side effects have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.